Event description:
Revision surgery: the surgeon removed the ceramic head, liner and cup; she kept the djo stem and used zimmer products for the head, liner and cup.

Manufacturer narrative:
The reason for this complaint was to report a revision surgery where the surgeon took out the ceramic head, liner and cup. She kept the djo stem and used zimmer products for head, liner and cup. The length of time the implant was in-vivo is unconfirmed as the original surgery date was not provided or determined, however; the product complaint did state the implant may have been in-vivo since 1999. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part/lot number or any information identifying the date of the original surgery. The root cause for the replacement of the existing components after extended use was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.